Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on alternating current (ac) power. The ventilator was not in use on a patient at the time of the reported event. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at the time of the event an ac power loss alarm was generated. A third party service provider inspected the device and found the circuit breaker switch was opened. The service provider push the pushed the breaker switch and found the ventilator to be working on a/c power.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and found the circuit breaker switch was opened. The se pushed the breaker switch and found the ventilator to be working on a/c power.